Event description:
It was reported that the intra-aortic balloon (iab) was used. A note was put on the iab stating "damaged" and put on the desk of a person who was on vacation. The person who phoned the report into the complaint department will ask the department involved to give more details. Per the hosp, the iab would not inflate.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.